Event description:
The manufacturer received information alleging power problems on a dreamstation 2 device. The device was not in use on a patient at the time of the occurrence. The device was returned to the manufacturer's service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pca and the device powers on, but reboots when attempting to initiate therapy. The root cause is confirmed to be thermal damage of the pca additionally, during the service of the device, the manufacturer observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, top enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure. A dust-like contaminant was observed on the ui display bezel, center enclosure, inlet/outlet seal, inside the inlet of the blower box, and on the blower seal. Hair-like fibers were observed on the inlet/outlet seal, inside the inlet of the blower box, on the blower, and on the bottom enclosure. The pca and brass nut of the blower were observed to have corrosion on them, all likely due to liquid ingress. Although the manufacturer was able to confirm the complaint, they were not able to address the symptoms specified. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.